Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023. During the operation, there were multiple positioning attempts for the right ventricular (rv) lead and one deployment with repositioning. High pacing impedance and loss of capture were noted on the rv lead so it was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and capturing problem were not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.